Event description:
Customer reported receiving an e-4 message from his freestyle freedom meter. Customer also reported experiencing a headache and taking his normal diabetes medication, (not identified) to counteract his symptom. Customer then reported going to a health care facility where he was diagnosed with severe hyperglycemia and treated with insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.